Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: friday p.m. Abstracts: c3-1 cp-66 - [(B)(4)].

Event description:
It was reported via journal article: "title : total chordal preservation vs. Posterior leaflet preservation in mitral valve replacement? Comparative study" author: l. Bangalore, d. Dronamraju, n. Makam, r. Jayakumar, s. Swamidass, c. Hc, r. Prabala. Citation: friday p.m. Abstracts: c3-1 cp-66. A total of 190 patients (5 male and 85 female patients; age range: 21 to 67 years old) with rheumatic etiology underwent mitral valve replacement from june 2006 to june 2008. Of which, 91 patients underwent total chordal apparatus preservation with intravalvular valve (group I) and 99 patients underwent posterior leaflet preservation (group ii). During the procedure, all patients underwent mitral valve replacement. All were approached through median sternotomy and la approach. An ethibond 2-0 double armed pre-pledgeted sutures (ethicon) were used. Reported complications included bleeding (n-11) which required re-exploration. It was concluded that the mitral valve replacement with total chordal preservation has better postoperative outcome and improvement of lv dimensions in the long run compared to posterior leaflet preservation alone.